Manufacturer narrative:
The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen had become unresponsive after the customer had submerged the pump in ocean water earlier in the day. Customer's blood glucose was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.